Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-02215 initial surgery took place in (B)(6) 2022. Medical product: biomet cc cruciate tray 71mm item# 141233 lot# j7110137, vngd ps tib brg 12x71/75mm item# 183642 lot# 779270. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven months post implantation due to subsidence and device migration. During surgery, the physician established that the femoral component had not grown in and also observed a malrotation of the tibial component. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d6a., g3, g6, h1, h2, and h10.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned item found it to exhibit signs of use with femoral with surface scratches and tibia with surface scratches and bone cement remains. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial op notes found no intraoperative complication. Review of x-ray found left total knee arthroplasty with loosening of the femoral component and possible early loosening and rotation of the tibial component. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) -femur.

Event description:
No further event information available at the time of this report.